Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on unknown date due to diabetes type 1 and customer dialysis was not good. The cause of death was diabetes type 1. The caller stated that the customer had diabetes type 1 that may have led to the customer's passing. The customer¿s blood glucose was unknown mg/dl at the time of death. The customer was not wearing the insulin pump at the time of death. The customer was not using sensors. It is unknown if the caller will return the insulin pump for analysis. Frn-unknown-rsvr, unomed inf set.